Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated the retainers have caused jaw misalignment which is now causing them to have bruxism at night and gums are swollen.